Event description:
The customer reported that they are having power related problems. They are getting disconnected from the external source.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.